Manufacturer narrative:
(B)(4). Date received by manufacturer: 6/5/2019.

Manufacturer narrative:
(B)(4). Batch # t5a56m. Device analysis: the analysis results found that a psee60a device was returned outside its original package and no packaging was returned for analysis. Due to the condition of no packaging returned for analysis, no visual inspection could be performed to evaluate the incident reported. It could not be determined what may have cause the reported event. Event could not be confirmed as no packaging was returned for analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Event description:
It was reported that prior to use, found that the package was contaminated, therefore, she opened a new psee60a and finished the surgery successfully. There was no patient consequence.